Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the unit didn't provide an audible tone. There was no patient harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for evaluation. If additional information is made available, a supplemental report will be submitted.